Manufacturer narrative:
Wheel.

Event description:
It was reported by service report that the wheel was worn and causing the unit to feel wobbly. No pt involvement or adverse consequences are reported.